Event description:
It was reported that during an unknown procedure there were unformed clips that came out after firing a few times. Changed to another one to compete the procedure. No adverse event on the patient. Procedure was completed with the same like device.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? At the 1st firing. What vessel or structure was the device fired on at the time of the event? Yes. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? The device was fired after this incident out of the patient.

Manufacturer narrative:
(B)(4). The analysis result of the er420 device found that it was received with the top shroud cracked. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. It could not be determined what may have caused the damaged found of the top shroud; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.